Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm was received. The customer's blood glucose level was 169mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the cannula. Tandem technical support (cts) advised the customer that the occlusion alarm could have been caused by an infusion set site issue or other factor. Cts also informed the customer that the supplies in use may have been in use over 48 hours which may cause issues. The customer resumed insulin deliveries after performing a cartridge, infusion set tubing and site change.